Manufacturer narrative:
Inadequate bone quality. Dental implant has slipped into the sinus cavity. Implant could not be removed in the same surgery. Another surgical intervention was required to remove the dental implant. Patient´s condition is well. Dentist should have consulted instructions for use to prevent this from happen.

Event description:
Inadequate bone quality. Implant has slipped into the sinus cavity. Implant could not be removed in the same surgery.